Event description:
The paramedics were called for a customer hypoglycemic event. Troubleshooting was performed and pump passed all tests and all programming was accurate. Customer was advised to check with md to discuss possible causes of lbgs.